Event description:
Operator picked up cup of sterilant concentrate and firmly massaged bottom of cup, at which time liquid sprayed out from top of outer cup seal. Operator was splashed on arm. Second degree burns resulted. Attending physician recommended an antibiotic ointment for the burn. No permanent damage or scarring resulted. Operator immediately returned to work.